Event description:
It was reported that patient presented during routine pulse generator replacement with noise on right atrial lead and right ventricular lead. Upon interrogation, leads tested normally with normal capture and sensing and no evidence of lead noise. The atrial lead was capped and replaced. The patient was fine before and after the procedure.